Event description:
It was reported that the patient developed pleuritic chest pain, along with a pericardial effusion and the physician suspected a right ventricular (rv) lead migration and perforation. It was noted on the day of the rv lead revision procedure, the rv lead also exhibited high thresholds. The rv lead was re-positioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).